Manufacturer narrative:
H3, h6: the device, used in treatment, has not been returned for evaluation. As no evaluation could be performed, we are unable to establish a relationship between the reported event and the device or determine a root cause on this occasion. As no batch/lot number has been provided, a review of the device history has not been possible. However, at this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Complaint history for the reported event has been reviewed, revealing further instances. A clinical review reported: without any clinical information a thorough medical investigation cannot be rendered. The patient current status is unknown. Should any additional clinical information be provided this complaint will be re-evaluated. A risk management review has taken place, the file contains, sensitization as a result of multiple failure modes such as dressing not stored at correct temperatures, dressing used after expiry date and dressing not performing as expected. Without further information into the dressing used or the nature of the harm or its cause, an exact failure mode cannot be stated. The IFU has been reviewed, which contains adequate cautions and warnings with regards to the use and limitations, including, do not apply onto open wounds. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that a patient with diabetes mellitus 2 had a heavy allergic reaction when using the opsite flexfix to cover a wound. The patient had a strong pain and red skin. The patient took the dressing off and replaced it with a new bandage that she fixed with classic hansaplast. Two days after the event the patient was going to meet with the doctor. No further information available.